Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation: customer returned (4) loose 1/2cc, 8mm syringes. Customer states that there is difficulty removing the needle shields and sometimes the whole needle component pulls right out of the syringe and goes into the needle shield. All returned syringes were tested to determine the cap and shield removal forces. Data: shield removal force. Syringe 1: 4.47 lbs. Syringe 2: 4.48 lbs. Syringe 3: 4.91 lbs. Syringe 4: 4.24 lbs. All removal forces fall within specification. Also, no hub assembly separated from the barrel when the shield was removed. Unable to perform DHR check for shield does not detach as intended and needle hub separates due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated during use and had difficulty removing needle shield. The following information was provided by the initial reporter: consumer reported difficulty removing the needle shields on some insulin syringes from current box. Stated sometimes he has to use plyers. Stated sometimes the whole needle component pulls right out of the syringe and goes into the needle shield. Lot # unknown. Cat # 328468. Date of event: unknown.